Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the tibial insert trials, the tip of the tibial impactor broke. The breakage did not delay or affect the outcome of the case, which was successful.

Manufacturer narrative:
Additional information: weight; returned to manufacturer on; deice evaluated by mfg. An event regarding crack/fracture involving a tibial inlay impactor head was reported. The event was confirmed. Examination of the returned device with material analysis engineer indicated the trial fractured due to an overload condition as indicated by hackles observed on the fractured surface. No medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event was confirmed. Examination of the returned device with material analysis engineer indicated the trial fractured due to an overload condition as indicated by hackles observed on the fractured surface.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the tibial insert trials, the tip of the tibial impactor broke. The breakage did not delay or affect the outcome of the case, which was successful.